Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. Five minutes into the procedure, the device started to make a moaning noise and then the device seized up and the blade stopped rotating. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate, and the drive cable kept twisting during the evaluation. This might have resulted in excessive noise during the procedure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.